Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was 425 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for off no power anomaly was performed. Customer advised they replaced the device with three brand new batteries and the insulin pump would shut off. Customer was advised to replace the insulin pump with a brand new battery and monitor the device. Customer had low battery alarms, bad battery alarms and off no power in the alarm history.